Event description:
Determined reportable based on analysis received in 2005. Prior to ptca procedure, the catheter broke at the hub during removal from the packaging. No pt injuries or complications were reported.